Event description:
It was reported that the patient with this electrode received an inappropriate shock due to myopotential oversensing. Technical services (ts) was consulted, and programming and troubleshooting recommendations were discussed at length. Closer monitoring via the latitude remote patient monitoring system was also recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.